Event description:
The hugs system did not alarm when a pt was taken from the hallway by nursery and out of the hospital. The hugs system tag was secured on the pt. The system is supposed to monitor the status of all devices and generate an alarm if the pt is removed. It was found that the family member was short in stature and the device did not catch their leaving. The same thing happened a couple of days later, but the device had been knocked loose from the wall. It looked okay on visual inspection. Did not realize it was nonfunctional from visual inspection.